Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified unspecified vessel. A 12mm x 5.00mm nc quantum apex balloon catheter was advanced for dilatation and was initially inflated on unspecified atmospheres for 20 seconds. However, on the second inflation at 16 atmospheres, the balloon ruptured. The device was removed intact from the patient and the procedure was completed with this device. No patient complications were reported and the patient's status was good.